Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the unit observed the pacer defib self-test failure during testing; however, the cause of the failure could not be determined. The ECG board was replaced to reduce the probability of recurrence. Evaluation of the ECG board could not duplicate the issue at the board level testing. Sent board to scrap. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib and pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.